Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing threshold measurements due to a suspected micro dislodgement the day after implant. The lead was explanted. A new lead was implanted in the patient as replacement of the dislodged lead. No additional adverse patient effects were reported.